Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Only the first initial was provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) trailing haptic got stuck and did not release from the tip of the shooter. Through follow-up we learned that the iol was in contact with the patient's eye and an additional instrument was used to implant the lens successfully. Account indicated that there was damage to the lens. No further detail was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that sections b3 and d6a of the initial MFR report number 3012236936-2024-00405 were inadvertently populated with the wrong information. It was inadvertently missed that both dates (date of event and implant date) are unknown. Therefore, this filing is to correct the following fields accordingly: b3 - date of event : unknown. D6 - d6a. If implanted, give date : unknown. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.